Manufacturer narrative:
Evaluated one open/used reservoir and checked o-rings/stopper groove for anomalies and none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into a pump. Conclusion: reservoir did not leak.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and reservoir was leaking. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was treated with manual injection. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.